Event description:
It was reported that iab was inserted in 2006 in ICU post CABG with coagulopathy. The following day, flecks of blood were noted in helium tubing. Iab was removed. A re-insertion was not required. There were no reported pt complications.